Event description:
Consumer reported complaint for erratic blood glucose test results. Customer stated she had taken the meter to the pharmacy to get a replacement. Customer stated that the pharmacy performed blood tests using their meter and the results were close together, but the true metrix results were far apart. Results of concern were not provided. The customer¿s expected am fasting blood glucose test result range is 99-112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/15/2026; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to pharmacy meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.